Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22 ga x 1.00 inch prn/ec slm leaked at adapter tubing junction. "On (B)(6) 2024, during an infusion in a patient on bed 8, an indwelling needle connector leaked at the connection to the scalp needle, resulting in a soaked sheet, leakage of medication, and the need for a second puncture, making the patient more opinionated, resulting in patient distress and decreased satisfaction. Immediately replace the new indwelling needle, do a good job of explaining to the patient, obtain cooperation, and re-puncture."

Manufacturer narrative:
1. DHR/bhr review lot#4052033. 1-the products of this batch were assembled at intima ii auto line 3 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defect states at the connection between the connector and the needle of the complained sample cannot be identified, the root cause of the leakage there cannot be determined.

Event description:
No additional information provided.